Event description:
Caller reported a cartridge alarm 20 occurred during pumping, and the customer's blood glucose level was recorded at 586 mg/dl due to the issue. The customer planned to administer a correction injection to address the high blood glucose level. There was no requirement for third-party assistance, and the problem did not incapacitate the customer. Customer reverted to an alternate method of insulin therapy.